Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: unknown due to unknown date. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that that the doctor completed a carotid stent procedure with right femoral access. The angio-seal device was placed after the procedure. The angio-seal device became stuck. They inserted the device and got the first click and the second click setting the anchor. The device was stuck from that point and would not withdraw. The device was cut at the tube to expose the suture and tamp tube. After the device was cut the seal was completed successfully. The patient was in stable condition. The procedure outcome was successful. Additional information was received february 28, 2019: the sheath size used was a 6fr. A pre deployment angiogram was performed. A cordis sheath was used with the reported device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with carrier tube assembly. No other accessories components were returned. Visual inspection revealed that the carrier tube assembly and the hemostasis sheath were mated properly. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was a cut identified through the carrier tube between the base of the device cap and the top of the sheath hub. The anchor and collagen were not returned for analysis. No other anomalies were noted. The tensioner was removed to determine if possible suture lockup had occurred. Several turns of the suture were present within the plastic tensioner. No gross anomalies were noted with the tensioner. A pair of tweezers were used to pull on the suture and the suture was able to unspool without any resistance. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that some form of resistance occurred but was not due to the spool malfunctioning. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Event description:
Terumo medical received an FDA medwatch report # mw5084909 with additional information on march 26,2019. The event description states: that angio-seal device failed. The suture did not release to allow for full device deployment. Manual steps were performed to release the suture and complete deployment. Diagnosis or reason for use was a diagnostic cerebral angiogram.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.